Event description:
It was reported that during the implant of this right ventricular (rv) the pacing rate was not within the desired range after checking various positions. Loss of capture was confirmed. The patient was human immunodeficiency virus (hiv) positive thus the contaminated lead was discarded. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.